Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility administrator reported a blood leak that occurred about 10 minutes into the patient¿s hemodialysis (hd) treatment. It was reported that the tubing of the bloodline came apart at the junction of the heparin line causing more than 100 ml of blood loss. Upon follow-up, the nurse at the facility stated that there were no machine alarms as the leak was visually observed immediately by a nurse and it was an external blood leak. There were no loose connections reported and no issues found during priming. There was no defect of damage observed on the bloodline tubing. The patient¿s estimated blood loss was greater than 100 ml, but the exact amount was unknown. The patient did not develop any symptoms, injury, adverse event, or required medical intervention as a result of the reported event. The patient completed hd treatment on the same machine with new supplies. The sample is not available to be returned to the manufacturer for evaluation because it was discarded.